Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder (tube) --- foreign body (white foreign material) and air water channel --- foreign material (clogged). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited white foreign material in air/water cylinder (tube) and foreign material in air water channel in distal end. There was no patient involvement.